Event description:
It was reported that the patient reported palpitations and was also reported to have paroxysmal atrial fibrillation. It was further reported that thresholds had increased in the left ventricular (lv) lead and the output was increased. The lead remains in use. The patient was reported to enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076 lead implanted: (B)(6) 2013; 6935 lead implanted: (B)(6) 2013. (B)(4).